Event description:
Reporter indicated that the patient had their generator replaced due to end-of-service (eos). The generator was returned for analysis. Product analysis confirmed that the battery was depleted. Additionally, analysis found that the supply current pulsing did not meet electrical test specifications due to an out of specification r35 resistor. Although results of the battery longevity prediction confirm that the eos condition was an expected event, the out-of-limit supply pulsing current could potentially be a contributing factor to the eos.